Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation results are based upon user facility information and retention samples from the reported and surrounding lots manufactured. Visual examination confirmed that there were no defects. Leakage testing confirmed the samples met manufacturing specification. A review of the device history record of the reported product code/lot# combination was conducted with no relevant findings. The user facility reported a similar issue with another device from the same product code/lot number combination, see MDR 1118880-2017-00002 for related report. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the retention samples were normal product with no anomalies. An exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
The user facility reported valve leakage during a procedure. Follow up communication with the user facility confirmed the following information: an electrophysiology atrial fibrillation ablation procedure was being conducted using an intra-cardiac echography catheter via the left femoral vein access for ice (intra cardiac echo) during a-fib ablation; a 9fr. Pinnacle was prepped in normal fashion; upon insertion of the sheath into the right femoral vein and removal of the sheath dilator, the sheath valve malfunctioned and resulted in a continuous flow of blood from the sheath; the sheath was removed and replaced with a different 9fr. Pinnacle with no issues; it was reported that the malfunction of the valve resulted in minimal blood loss, a specific amount was not provided; the a-fib ablation procedure was completed successfully; and the patient was confirmed to be in stable condition.